Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completed of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation a flexima biliary stent system was used during a endoscopic retrograde biliary drainage (erbd) in the bile duct of a pt. During the procedure, resistance was felt when the guide catheter was being retracted during the stent deployment attempt. Force was applied to retract the guide catheter, which caused the guide catheter to stretch. The stent was released; however, the suture string became tangled with the catheter and came off the catheter. The suture, stent and the delivery system were removed and the procedure was completed with a different device (device and manufacture name are unknown). The procedure was completed with no reported pt complications. The pt was reported to be in good condition at the conclusion of the procedure.